Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: social welfare corporation imperial gift foundation (B)(6) branch yamaguchi prefecture (B)(6) hospital (added due to character limitation in respective field).

Event description:
It was reported, the sheath's ceramic tip was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that thermal and mechanical impacts, wear and tear, improper handling, mechanical overload (such as falls, shocks, or similar stresses), led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was a transurethral lithotomy (tul), and it was completed with no delay.